Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed.

Event description:
The complainant reported the automated impella controller battery failure (red alarm) triggered after unpacking from its box. Several attempts with abiomed's customer service center to resolve the alarm were unsuccessful.

Manufacturer narrative:
The investigation of automated impella controller (aic) - battery failure (red alarm) has been completed. Data analysis: the aic logs confirmed the reported failure. There was a battery failure alarm, battery level low, and battery failure alarms was issued just after the aic was turned on. Further investigation into the aic logs revealed that the unit had been unused for four months prior to the reported issue. Device analysis: the console was tested on a lab bench, where the failure mode was successfully reproduced: the aic would not turn on using only battery power. Upon arrival, the batteries were found to be dead, and the logs confirmed lack of use during the four-month period. Upon replacing the original batteries with known good ones, there was no battery failure alarm, and the batteries were able to charge and the power battery manager (pbm) was working as per the specification. Root cause: the battery failure alarms was due to the depleted batteries. The underlying cause of the battery depletion was likely the extended period of inactivity, as the aic was kept unplugged for four months.